Event description:
During evaluation of a returned homechoice device, a high drain error 101 (night drain #1) alarm was identified in the log. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patient's fill volume in standard mode. The alarm occurred on (B)(6) 2013 08:37:02. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. This complaint is an ancillary service event. The high drain alarm was confirmed through an event history log review. The cause was unable to be determined with the provided information. Should additional relevant information become available a supplemental report will be submitted.